Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information reported the batch/lot#: 40561, batch manufactured date 05oct20101 and batch expiration date of 30sep2011.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, at the beginning of the case, the physician noted a possible uterine perforation. The ablation phase of the procedure was initiated. Fluid loss alarm error messages occurred at rates of 200 and 300 ccs per minute respectively. At that time, the physician aborted the case. Additional follow up information from the physician confirmed that a uterine perforation occurred at approximately nine minutes into the ablation phase of the procedure. It is unknown what device caused the uterine perforation. The size of the uterine perforation is reported to be approximately 1 cm and no method of treatment was administered. The patient is reported to have a slightly stenotic cervix and it has been confirmed that a cervical leak did not occur. Additional follow up information from the physician also reported that the patient was hospitalized due to the uterine perforation on (B)(6) 2010 and received overnight observation. On (B)(6) 2010, the patient underwent a laparoscopy where a burn to the bowel was noticed. The burn to the bowel was approximately 15 cm in size and the severity of the burn is unknown. At this time, the patient received a laparotomy, a bowel resection at the distal part of the ileum and the cecum, and an end to end reanastomosis. The patient was treated and released from the hospital on (B)(6) 2010. The patient was re-admitted to the hospital on (B)(6) 2010 due to lower quadrant pain and an elevated temperature. On (B)(6) 2010, the patient received an additional laparotomy due to a 1 cm perforation of the sigmoid colon. At this time, a resection of the sigmoid colon was performed and a colostomy was administered to the patient. The patient was treated and released from the hospital on (B)(6) 2011. There were no further complications reported with this event. The condition of the patient is reported to be stable.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, at the beginning of the case, the physician noted a possible uterine perforation. The ablation phase of the procedure was initiated. Fluid loss alarm error messages occurred at rates of 200 and 300 cc's per minute respectively. At that time, the physician aborted the case. Additional follow up information from the physician confirmed that a uterine perforation occurred at approximately nine minutes into the ablation phase of the procedure. It is unknown what device caused the uterine perforation. The size of the uterine perforation is reported to be approximately 1 cm and no method of treatment was administered. The patient is reported to have a slightly stenotic cervix and it has been confirmed that a cervical leak did not occur. Additional follow up information from the physician also reported that the patient was hospitalized due to the uterine perforation on (B)(6) 2010 and received overnight observation. On (B)(6) 2010, the patient underwent a laparoscopy where a burn to the bowel was noticed. The burn to the bowel was approximately 15 cm in size and the severity of the burn is unknown. At this time, the patient received a laparotomy, a bowel resection at the distal part of the ileum and the cecum, and an end to end reanastomosis. The patient was treated and released from the hospital on (B)(6) 2010. The patient was re-admitted to the hospital on (B)(6) 2010 due to lower quadrant pain and an elevated temperature. On (B)(6) 2010, the patient received an additional laparotomy due to a 1 cm perforation of the sigmoid colon. At this time, a resection of the sigmoid colon was performed and a colostomy was administered to the patient. The patient was treated and released from the hospital on (B)(6) 2011. There were no further complications reported with this event. The condition of the patient is reported to be stable.